Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 422mg/dl. The customer's most current level was 113mg/dl. The customer treated the high with bolus and manual injections. Troubleshoot for the high was conducted. The device passed the high pressure test and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to contact their healthcare provider regarding unexplained highs.